Manufacturer narrative:
(B)(4). This report was not confirmed. The patient changed out the cassette; however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
During troubleshooting for a related report, a home patient (hp) stated he changed the cassette but not the bags. The technical service representative (tsr) advised the hp to cycle power and restart the setup with all new cassette and bags. There was no patient injury or medical intervention reported.